Event description:
An inpatient user facility reported that a patient experienced itching all over and was scratching her body while dialyzing. Treatment was completed. No medication or treatment was given for the itching. The patient's itching stopped after the patient completed treatment. The sample was not available to be returned for investigation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.